Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and as listed in the instructions for use as known potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that one day post xact stenting in the left internal carotid artery, the patient experienced a stroke with increased right sided weakness. MRI of the head revealed acute non-hemorrhagic infarction. There was no reported treatment given. The patient condition continues but is improved and the patient was discharged home three days after the procedure. Though requested there was no additional information provided.